Event description:
Healthcare professional reported left side rupture. Healthcare professional later reported "discolored silicone." Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported left side rupture. Device remains implanted.

Event description:
Physician reported left side rupture. Physician later reported "discolored silicone". Device explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 22jul2024.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ product discolored-breast: unable to observe since it is not related to the device. ¿ rupture-breast: not observed. As per the investigation procedure creases, gel cloudy, particles and wear abrasion was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Physician reported left side rupture. Physician later reported "discolored silicone". Device explanted.